Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with tethered posterior leaflet and enlarged atrium. A mitraclip xtw was prepared per instructions for use (IFU), inserted without issues, and placed on the valve. However, while establishing final arm angle (efaa), it was observed that the clip jumped opened from roughly 10 degrees to greater than 100 degrees. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was released from the leaflets, the clip was inverted and brought back to the left atrium (la). Another lock test was performed, but the clip failed efaa. Therefore, the clip was removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient was reported to be stable following the procedure.